Manufacturer narrative:
The device was inspected by an engineer of the local dräger s&s organization. It was found during log file evaluation that the device was used on the particular patient for approx. 10 hours until it suddenly began to alarm for airway pressure high and other impairments in ventilation. Visual inspection of the device revealed that a lot of debris and humidity was present inside the expiratory valve affecting proper operation. After cleaning the valve, the engineer performed a test run to verify that the device was fully functional again afterwards. Dräger concludes the following: the ventilation episode was disturbed by a not properly operable expiratory valve, the diaphragm was obviously sticking to the valve crater and did not open at the set value as intended. The device has detected the deviation from setting and posted a corresponding alarm. From the appearance and amount of the contamination it is rather to be excluded that this can have accumulated during the few hours of the particular ventilation episode - it is thus seen likely that the device was put into operation with an expiratory valve that hasn't been properly reprocessed. Installation and reprocessing of the valve are described in detail in the IFU and, a warning message is included that insufficient reprocessing or improper installation may affect proper function of the device. Thus, the reported event must be attributed to use error. The device detected the impairments in ventilation and posted corresponding alarms to alert the user.

Event description:
It was reported that a patient in critical condition was connected to the ventilator. After a half day, the patient condition suddenly worsened ending up in a required resuscitation which was successful. It was mentioned that the patient's health status had stabilized a few days after the event. Alarms were reportedly observed during the course of event.